Event description:
It has been reported to philips that the allura system could not boot up due to an issue with the host pc. The system was not in clinical use, no harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc not booting because of the hard disk tray malfunction. The fse bypassed hard disk tray and the system was returned to use in good working order. The codes were updated based on the investigation outcome.